Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted due to gi bleeding with shortness of breathe and pain on their left side on (B)(6) 2018. An endoscopy did not reveal a source of the bleeding and only found a non-bleeding duodenal ulcer. The patient's anticoagulation therapy was resumed. No alarms were reported during this event. No further information was provided.

Manufacturer narrative:
Additional information: health professional? Yes, date received by manufacturer ¿ 21aug2018. Usage of device - initial use of device selected. Manufacturer's investigation conclusion: the device was not returned for analysis, limiting the investigation to the review of the device history record and information provided by the field. A direct correlation between hm3 lvas, serial number (B)(4), and the reported event could not conclusively be established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(4). The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values and the suggested anticoagulation modifications in the event that there is a risk of bleeding. A review of the device history record revealed that the device met specifications prior to leaving abbott manufacturing facilities. No further information is available. The manufacturer is closing the file on this event.